Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2019. The patient was re-implanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 11, 2022.

Manufacturer narrative:
This report is submitted 24 october 2019.

Manufacturer narrative:
This report is submitted on september 23, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.